Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Th doctor of an (B)(6) male pt contacted zoll customer support to report that the pt was treated after they were transferred to the ER. It was reported that the pt was conscious and pressing the response buttons before the treatment. A review of the event indicates that the pt experienced an inappropriate defibrillation event. The pt was in vt at 244 bpm prior to the treatment, however; the patient's rhythm self-converted to a slow rhythm 2 seconds before the treatment. The post shock rhythm was a sinus rhythm at 64 bpm with pvc's. The response buttons were pressed intermittently during the event but not immediately prior to the treatment. The pt remained in the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 01/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.